Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: on investigation, the pump powered up properly. The display lens was found to have been scratched and it failed a clear/legibility test. Keypad cover was torn while the buttons were operable. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was not clear and legible. This report is made based on the results of investigation completed on 09/14/2015.

Manufacturer narrative:
Follow-up #1 - correction to date of this report: (B)(6) 2015.